Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced an initial scan error when attempting to start a new freestyle libre 3 plus sensor for use with the ilet system, after successfully pairing the ilet to the ilet mobile app; a subsequent scan succeeded and the sensor activated. No adverse clinical symptoms reported. Outcomes included no alerts or alarms and successful activation with continued use. User support included customer support troubleshooting and user education conducted remotely. Investigation of this case revealed that the issue was resolved through reattempted scanning with no device malfunction confirmed. It was concluded, based on previously established findings for similar reports, that the cause was user interaction related and not a device failure.